Event description:
Pt was diagnosed with hearing loss at 13 mos of age. Uneventful recovery from implant. Three weeks ago, pt presented with vomiting. Admitted to hosp and lp performed for diagnosis. Isolate was hemophilus influenza b. Pt received hemophilus influenza b vaccine three times during first year of life (rptr estimated at 3, 6 and 9 mos of age). Received IV antibiotics (ceftriaxone) during hospitalization. Discharged from hosp a month later.